Event description:
This pt presented to cath with unstable angina and 3-vessel disease was found. Percutaneous coronary inttervention was performed on a 60% de novo lesion in the distal left main, proximal circumflex and the proximal left anterior descending artery of 8.0mm in length in a 3.41mm vessel diameter with birfurcation requiring double goudewire. The concentric lesion was described as having little to no calcification and an irregular contour. Two stents were deployed and after deployment of a 3.5x8mm cypher, an incidental finding of a dissection was noted. Additional details regarding the dissection type and any subsequent treatment were requested, but so far have not been available. In addition, the event reported by the study pertained to a pseudoaneurysm in the groin. This was noted to be unrelated to the study device, in review of the details provided by the study of the pt's procedure, the dissection was found. Please note that this product, (crs08350, lot no. I304031) is not distributed in the united states. However, is is similar to the united states distributed product, cxs08350. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
Ni